Manufacturer narrative:
Product analysis: the product was discarded, therefore no product analysis could be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the inline sheath was used to access the left subclavian artery. After removal of this delivery catheter system (dcs), a dissection of the intima was noted. The dissection was repaired surgically. Although there was a little calcification and tortuosity present in the advancement path, the dissection occurred near the cut down position and was considered by the physician to likely be caused by the dcs. No additional adverse patient effects were reported.